Event description:
My omnipod 5 disregarded my sensor values and kept delivering insulin. My blood sugar was 46-66 for a 24 hour period. The total amount of insulin delivered in 24 hours was 145 units of novolog.